Event description:
Baxter reported one incident of a blood leak with the psn 120 dialyzer noted within 10 minutes of the start of treatment. No further information is available regarding this incident.